Event description:
A home patient contacted baxter's technical service center regarding chest and shoulder pain. Reportedly, the home patient has been on the homechoice machine for four days and has been connecting during prime. Baxter's technical service center reviewed proper procedure with the home patient. No patient injury or medical intervention was indicated at the time of the initial report.